Event description:
Pci was performed of a lesion in a very tight circumflex artery that was hard to cross. The physician kept hitting the calcified lesion but could not cross. The stent delivery system was pulled out of the pt without having been inflated. When it was removed from the pt it was not noticed that there was no stent on the balloon by either the physician or the nurse. The lesion was pre-dilated with a balloon. When they were going to re-insert the stent delivery system into the pt it was noticed that there was no stent on the balloon. They do not know where the stent is. It was not found on the floor nor was it found in the catheter. The stent was not seen under fluoroscopy in the pt. Another stent was deployed and the procedure was completed successfully. There were no adverse effects to the pt.